Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was clarified that the cause of the peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was further described as touch contamination. The patient was treated with cephalosporin (route, dosage, frequency, and duration not reported) for the peritonitis event. The patient was retrained on proper aseptic technique and reported to have recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information : this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 3.